Event description:
Fault description per the reporter "at 10:37 pm during the titration phase in the sleep laboratory (during ongoing polysomnography) a bang occurred in the device with subsequent odor and smoke." The patient involved was not injured during the incident.